Event description:
Physician reported that pt "has been complaining of a numb feeling in the lower lip (more on the leftside than rightside), tension around the scar, very warm feeling in the chin, and is often in pain" since implantation, the pt has been treated with "ultrasonic treatment, lymph drainage, neural therapy, and vitamin b injections" prior being treated by the reporting physician. The reporting physician has treated the pt with injections of different homeopathic medical products, enzyme products, and bio-resonance therapy to improve the pt's tolerance to the chin implant.

Manufacturer narrative:
Reviewed device history records. Results: device's history record's review revealed no assignable cause for the reported events, and there have been no reports of any similar events associated with this lot.